Manufacturer narrative:
G4: 02jan2021 b4: (B)(6) 2021 h11: g4 updated submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 02jan2020. B4: 05jan2021 . A philips field service engineer (fse) was dispatched to the customer site, and it was determined that the battery needed to be replaced to return the device to working condition. The customer¿s bio-med ordered and replaced the battery to resolve the issue and bring the device back to functionality. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 31aug2020.

Event description:
It was reported to philips that the device had a battery failure. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.